Event description:
The initial reporter stated that the pump appeared to be running but that it was not delivering. They stated that the pump delivered as expected when they would infuse the first feeding, but that it would not work during the last feeding. Mmd did follow up with the initial reporter, who stated that there had not been any adverse effects to the patient due to the complaint. No other information was provided. Complaint (B)(4).

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and a non-conformance was documented, but it did not affect the quality of the device. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.